Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device composite output and digital visual interface did not work. The issue was found during the reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power switch stuck inside the unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.